Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked y-site was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ miniloc safety infusion set with non-valved y-site. Usage residues were observed throughout the sample. A longitudinally aligned crack was observed in the y-site, extending from the luer orifice. Microscopic inspection of the sample revealed a rough and granular fracture surface. The fracture propagated along a molding weld line in the material. Corrective actions have been implemented by the supplier and the complaint sample was manufactured prior to implementation of those actions. A lot history review (lhr) of asdvf050 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the miniloc needle leaked at the y-site during chemotherapy infusion. It was stated that this happened the same day it was placed.